Manufacturer narrative:
Exact date unknown, event occurred in 2020. Additional suspect medical device component involved in the event: product family: scs-lead fixation; upn: m365sc43160; model: sc-4316; serial: n/a; batch: 14304814.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.